Manufacturer narrative:
The device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 25-mar-2025. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed that the tip was bent and had a hole in the pebax, no other damage or anomalies were observed on the device. The device was connected to carto 3 system, and it was recognized; however, error 106 appeared on the system due to an open circuit in the tip area. The adhesive in the tip area was inspected an it was observed within specifications. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force sensor error reported by the customer was confirmed. The potential cause of the open circuit could not be conclusively determined. The potential cause of bent tip and the hole in the pebax could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The instructions for use (IFU) of the device contain the following information: do not scrub or twist the distal tip electrode during cleaning. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿hole in the pebax¿. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿106 alert code¿ issue. In addition, the biosense webster inc. Analysis finding of the open circuit in the tip area. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿tip was bent¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. The 106 alert code occurred after the catheter was plugged into the carto 3 system and before first ablation (out-of-box failure). A second device was used to complete the procedure. There was no adverse event reported on the patient. Catheter was not used in the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 31-mar-2025, observed the tip bent and had a hole in the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the pebax on 31-mar-2025 and have assessed this returned condition as reportable.